Event description:
The customer stated one patient sample generated an architect stat troponin-I result of 6.8 ug/l. The sample was repeated several times, including a diluted sample, each time generating a result of 6.8 ug/l. The customer additionally stated the patient had no history of heart disease, but had fallen out of his bed. The result was reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation method and results - a review of the complaint data was performed to assess the performance of the assay. The results of the complaint data review provided evidence that the product was performing as intended. This investigation determined that the architect stat troponin-I reagents are performing as intended and meeting its safety, effectiveness and label claims. To investigate the customer's concern, initially, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify an increase in complaints related to this issue, nor did the review identify any records, which would explain the customer observation. To further investigate the customer's concern, the investigation team performed an accuracy study. In the accuracy study, the investigation team tested 6 replicates of an internal panel. The panel was selected because it is made from human plasma and has known analyte concentration. Each replicate was then evaluated against a predetermined specification. All replicates met the criteria. Based on the investigation the investigation team conducted, it is determined that the architect stat troponin-I assay is performing as intended. At this time we would like to refer you to the specimen collection and preparation for analysis section of the architect stat troponin-I reagent package insert (commodity number (B)(4)) which indicates, for serum specimens, ensure that complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting times. If the specimen is centrifuged before complete clot formation, the presence of fibrin may cause erroneous results. Abbott laboratories recommends the use of heparinized plasma specimens for the architect stat troponin-I assay. Additionally, per the limitations of the procedure section, for mi diagnostic purposes, the architect stat troponin-I results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and/or myoglobin), ECG, clinical observations and symptoms, etc. This is a final report.